Manufacturer narrative:
Facility instructed resident to wait for staff for assistance. The assist rail was removed, bed lowered and 2 floor mats added. The bed is still being used.

Event description:
Patient was restless and was trying to sit at the side of the bed. When trying to transfer positions, her arm was stuck within the assist rail causing an injury to the left upper extremity; scrape noted to left shin as well. Skin tear x 2 to right forearm, 1st 1.5 cm long and 2nd 3.5 x 2.5 cm. Circular bruising to mid right back and above right buttocks (2cm). No further injuries were noted. Cleansed and steristrips were applied.